Manufacturer narrative:
(B)(4). This is a report of use error, where the patient line fell out of the organizer and onto the floor. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the patient to ensure that the end of the patient line is correctly positioned in the organizer. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if a fluid leak occurs. Users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the end of the patient line before use for peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the leak. During troubleshooting, the patient reported that they had set-up ahead of time and when they returned, the patient line had fallen out of the organizer onto the floor and leaked from the end. The technical services representative assisted the patient in starting over with new supplies and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.